Event description:
In 2002 the end-user called medtronic minimed, USA and stated that the plastic piece is separating from the tape on the last three sets. On 12/10/2002 maersk medical a/s received the complaint and 1 used base part.